Event description:
This was a cardiac lead (rv) removal and bi-v upgrade that was conducted in the operating room with both fluoroscopy and arterial line placement. The physician dissected the pocket and prepped the rv lead with a lld-ez. He then proceeded to tie a suture around the outer insulation as well as the shocking coils. The decision was made to use a 14f sls to remove the lead. Access into the vessel was normal. There were no visible signs of calcification under the clavicle. There was moderate amount of binding through the subclavian vein and the innominate vein. Once past this site, the physician stopped lasing to regain proper traction on the lld. The proximal portion of the svc coil was already advanced over in the innominate vein. There was minimal difficulty advancing over the svc coil at this point. Lasing continued past the svc/atrial junction and stopped in the atrium. The bp was normal at this point 104/76. The physician began to hold traction on the lld when the anesthesia tech noticed a drop in the pt's bp. Traction was decreased to see if that may have caused the decrease. When it was determined that traction was not the problem (approx. 30 seconds), the CT surgeon and the echo team were called. The pt began to deteriorate at this point and CPR was initiated. The CT surgeon arrived approx 8-10 mins later. The cvor scrub techs were already prepared for open heart when the surgeon arrived. After opening the pt's chest via sternotomy, the surgeon did not see any blood in the pericardium or the mediastinum. There was a question of pea. The surgeon manually performed compression on the heart and stated that the heart seemed relatively full. The surgeon placed external pacing electrodes on the heart to maintain rhythm. The surgeon defibrillated the heart at this time. The surgeon then noticed a half inch tear in the posterior portion of the svc which was emptying into the right chest. Attempts were made to repair the svc, but were unfortunately unsuccessful and the pt expired. No spnc devices were retained for return engineering analysis. An internal lhr review found no issues or non-conformances with this specific lot.